Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 156 mg/dl at the time of the incident. The customer's blood glucose was 230 mg/dl at the time of call. The customer's blood glucose was 684 mg/dl at the time of 911 call. The customer stated that they treated his high blood glucose with insulin drip. The customer also reported that she experienced vomiting and nausea. The time of the hospitalization was 8:30pm and the date of the hospitalization was (B)(6) 2015. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer performed high pressure test, displacement test and self test and the insulin pump passed all test. The insulin pump will not be returned for analysis.